Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesion of the material in the a/w channel was confirmed. Therefore, the device did not meet its specification or function. It could not be specified, what the foreign material was nor the root cause of the remaining foreign material. It was unknown, if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed, that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure, while the event occurred. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-290 series, operation manual, chapter 3: preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series, reprocessing manual, chapter 5: reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited a white contamination in the air/water channel. There were no reports of patient involvement.